Manufacturer narrative:
Although the end device has been returned to navilyst medical, the evaluation of the sample has not yet been concluded. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, when an 8f valved chest port was being removed at the end of the patient's treatment, the catheter tubing fractured at the port junction. The tubing did not migrate and there was no patient complications. The end user does not believe they cut the tubing, as the ends appeared jagged, but indicted that "it could be a slim possibility." The port had been functioning properly up until the explant procedure. No replacement port was placed, as the patient's treatment had ended.